Event description:
This was a lead extraction procedure to remove two non-functioning ICD leads. The first lead (48 month old rv ICD) was prepped with an lld-ez and a 16f glidelight with teflon outer sheath was used to successfully remove the lead. The physician then attempted to put an lld ez in the linox implanted in 2007 but it wouldn't progress beyond the clavicle. The physician decided to proceed with the extraction and used the 16f glidelight with outer sheath to remove the lead. Upon extraction of the lead, the patient's blood pressure dropped significantly. The patient was placed on bypass and a sternotomy was performed. An injury to the innominate vein, innominate artery, and carotid artery was discovered and repaired. The patient survived the intervention. The physician stated that the sheath caused the injury, however other factors contributed to the injury. The lld was only deployed at the clavicle so there wasn't a suitable rail, the 16f with outer sheath may not have been necessary as the lead was only 7 years old and a 7.8f lead (a 14f is recommended for this size lead), and the physician admitted that technique was not ideal.